Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy and the ipg was unable to communicate with external devices. A manufacturer representative confirmed the ipg was inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information. Further information was requested but not received.